Manufacturer narrative:
Product analysis: product analysis: it was determined during analysis of the programmer that the emergency button on the display did not work. Analysis also noted that the display was flickering when moving up and down and some horizontal lines appeared on the screen, both latches on power cord bay were broken, the upper case was broken, the base frame on the keyboard was broken, there was a cut in the stylus with shielding visible (stylus was still functional), the left latch of the rear display cover was broken and the software was slow to react during the selection between different applications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer which was returned for preventative maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.